Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced. During the procedure the left extension was failing to disconnect from the ipg, and the extension was then explanted and replaced.

Manufacturer narrative:
The reported observation of lead terminal end stuck in the ipg header assembly for lead port 1-8 was confirmed. The root cause of the reported observation was due to the lead terminal band being deformed which would not allow the terminal band to pass through the setscrew terminal block. The deformation was due to the torque that had been applied to the setscrew. This was concluded as a high resolution inspection through the terminal block setscrew void noted the terminal band had been compressed and deformed.